Event description:
Three wheeled scooter sitting in backroom not plugged in or turned on. Scooter had not been used in 2-3 months. Scooter identified by fire marshall and insurance investigator to be cause of catastrophic house fire. Fire marshall could find no reason for ignition. Co that insured scooter refused to pay for damages.